Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedances measuring greater than 2500 ohms. Additionally, the cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the lv lead. Subsequently, a lead revision was performed and the lv lead was surgically abandoned and replaced and the crt-d was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedances measuring greater than 2500 ohms. Additionally, the cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the lv lead. Subsequently, a lead revision was performed and the lv lead was surgically abandoned and replaced and the crt-d was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported. Additional information was received that the lv lead was fractured. No additional adverse patient effects were reported.